Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. Pd therapy was ongoing. The patient was treated with tartrikason (2 grams/day, intraperitoneal (ip)). At the time of this report, peritonitis was ongoing and hospitalization was prolonged. Outcome for the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the peritonitis and was discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be filed. The patient's date of birth was unknown, however it was reported the patient was born in 2001.